Manufacturer narrative:
(B)(4): the meter was evaluated; pa was unable to reproduce error. The meter was found to function properly. The test strips were evaluated and the primary complaint was not confirmed; however, during investigation error 4 was observed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.